Event description:
The customer applied the pod in the evening and had not noted that the needle mechanism had not deployed before going to bed. When she woke up the next morning, her blood glucose level was 380. She initiated a bolus dose to correct the bg levels, but it continued to rise. She then decided to remove and give herself a bolus by injection before replacing the device. No further issues were reported. The devices is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problem. It was confirmed that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.